Event description:
It was reported that patient experienced drainage from the ear following implant surgery. The patient was prescribed cezfil 150mg 150mg for 10 days. The drainage has improved. The patient is being monitored.